Event description:
It was reported by service report that the foot jack was stuck in the lowest position and could not be pumped up from any pedal. No pt involvement or adverse consequences are reported.